Event description:
On (B)(6) 2014, the lay-user/reporter contacted lifescan (lfs) on behalf of the patient, alleging that the onetouch ultra2 meter is giving inaccurate high reading compared to normal reading/feeling. This complaint was classified based on the customer care advocate (cca) documentation. The patient could not provide any information about her blood glucose number values, diabetes management, and treatment at the time of the concern. The reporter claimed that the patient developed symptoms of sweaty as a result of the alleged inaccurate high issue. This complaint is being reported because the patient reportedly had symptom suggestive of hypoglycemia after the alleged inaccurate high issue began. The lfs product was replaced and requested back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.